Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Pelvitex polypropylene mesh was reported to be used/implanted during the same procedure. Additional information from importer report: the pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated MDR: 1018233-2012-02057.

Manufacturer narrative:
Additional information from importer report: (B)(4) 2012, uretex sup urethral support system, catalog #485013, (B)(6). (B)(4).